Event description:
A literature article reported patients with atrial fibrillation undergoing coronary orbital atherectomy treatment showed the patients were at higher odds of various patient complications such as acute ischemic stroke, sepsis, pericardial effusion, major bleeding, cardiogenic shock, acute kidney injury, and mortality. It was unable to be confirmed when these events occurred. Memom et al. Abstract 12802: impact of atrial fibrillation on percutaneous coronary intervention with orbital atherectomy.

Manufacturer narrative:
H6 health effect - clinical code 4581: kidney injury. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).